Event description:
Customer associated with MDR 3005248192-2022-00707 later provided a list of sample ids they considered suspect. It is unknown if these samples are inclusive of the initial 3 false positive results reported in MDR 3005248192-2022-00707, so additional mdrs will be submitted for each of the reported run dates. On (B)(6) 2022, sample ID (B)(6) generated an rsv positive result (cycle number (cn) 38.82), but upon repeat generated a negative result. Sample ID (B)(6) generated an rsv positive result (cycle number (cn) 40.37), but upon repeat generated two negative results.

Manufacturer narrative:
The following mdrs are associated with this observation: 3005248192-2022-00707, 3005248192-2022-01198, and 3005248192-2022-01199. Additionally, the customer experienced a similar observation on alinity m sars cov-2, which was submitted via MDR 3005248192-2022-01149. The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/2022-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1, 3005248192-2022-00744 follow up report 1, 3005248192-2022-00765 follow up report 1, 3005248192-2022-00796 follow up report 1, 3005248192-2022-01095, 3005248192-2022-01096, 3005248192-2022-01097, 3005248192-2022-01098, 3005248192-2022-01099, 3005248192-2022-01100, 3005248192-2022-01101, 3005248192-2022-01102, 3005248192-2022-01103, 3005248192-2022-01104, 3005248192-2022-00716 follow up 01, 3005248192-2022-00791 follow up 01, 3005248192-2022-00735 follow up 01, 3005248192-2022-00904 follow up 01, 3005248192-2022-00705 follow up 01, 3005248192-2022-01123, 3005248192-2022-01124, 3005248192-2022-01125, 3005248192-2022-00752 follow up 01, 3005248192-2022-00753 follow up 01, 3005248192-2022-00743 follow up 01, 3005248192-2022-00719 follow up 01, 3005248192-2022-00978 follow up 01, 3005248192-2022-00979 follow up 01, 3005248192-2022-00980 follow up 01, 3005248192-2022-00937 follow up 01, 3005248192-2022-01017 follow up 01, 3005248192-2022-01018 follow up 01, 3005248192-2022-01148, 3005248192-2022-00934 follow up report 1, 3005248192-2022-00942 follow up report 1, 3005248192-2022-00943 follow up report 1, 3005248192-2022-00944 follow up report 1, 3005248192-2022-00945 follow up report 1, 3005248192-2022-00946 follow up report 1, 3005248192-2022-00920 follow up report 1, 3005248192-2022-00921 follow up report 1, 3005248192-2022-00922 follow up report 1, 3005248192-2022-00923 follow up report 1, 3005248192-2022-00924 follow up report 1, 3005248192-2022-00925 follow up report 1, 3005248192-2022-00926 follow up report 1, 3005248192-2022-00927 follow up report 1, 3005248192-2022-00928 follow up report 1, 3005248192-2022-00929 follow up report 1, 3005248192-2022-00930 follow up report 1, 3005248192-2022-00931 follow up report 1, 3005248192-2022-01198, 3005248192-2022-01199.